Event description:
Customer reportedly received results 80 mg/dl and 158 mg/dl within 10 mins on the active system. Customer also reportedly received results 213 mg/dl and lo (< 10 mg/dl) within 10 mins on the active system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.